Event description:
Esprit ventilator failed electrically in both normal power and back up battery power. No warning and no alerts to this event. Simply stopped working. Ventilator removed from service and sent to contracted bio-med vendor for inspection and repair.